Manufacturer narrative:
(B)(4). The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead and associated device displayed shock impedance measurements of greater than 200 ohms during the implant procedure. This clinical observations was unable to be resolved by re-establishing device-lead connection. A new lead was implanted and successfully connected to the device resulting in normal impedance measurements. The lead has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned. There were several cuts noted on the insulation in several placed. There was blood/body fluid noted in the lumen due to the cuts. The clinical observation was unable to be confirmed during laboratory analysis. This lead was electrically continuous and the cuts were determined to have been induced during the implant procedure.